Event description:
Information was received indicating that high pressure relief valve to a smiths medical pneupac® parapac® ventilator was found to be defective. There were no reported adverse effects.

Manufacturer narrative:
One ventilator was returned for evaluation. The relief pressure value were not within tolerance, confirming the reported customer complaint. The damaged relief valve pressure assy was then replaced and the device passed functional test. The problem source has been determined to be user interface. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.